Manufacturer narrative:
On (B)(6), 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6), 2021, mentor became aware that patient underwent bilateral explantation and replacement with catalog number 3505004bc; serial number (B)(6) on the right side, and with catalog number 3505004bc; serial number (B)(6) on the left side on (B)(6) 2021. Left side was replaced for symmetry. This supplemental report is for the patient¿s right-sided device. Left side symmetry issue is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast breast reconstruction surgery with a 600cc mentor memorygel breast implant and experienced breast implant rupture on her right side confirmed via MRI on (B)(6) 2020 postoperatively. As a result, the device was explanted, and replaced on (B)(6) 2021.

Manufacturer narrative:
On march 24, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the gel siltex mod-rnd 600cc breast implant had parallel lines of shell wear on the anterior aspect. Additionally, a tear was noted within the shell wear and extending to the posterior view, measuring approximately 9.0 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).